Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number: (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. The case/log files were provided for review and the screenshots and software logs confirmed the reported problem. The submitted screenshots show the femur ap axis screen is not displayed even when with the varus and valgus degrees. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action. The most likely cause of this event is associated with software requirement inadvertently not included. Based on this investigation the complaint is related to a corrective action. As part of a corrective action a workaround is available and software update has been released to correct the reported problem. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. The case/log files were provided for review and the screenshots and software logs confirmed the reported problem. The submitted screenshots show the femur ap axis screen is not displayed even when with the varus and valgus degrees. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action. The most likely cause of this event is associated with software requirement inadvertently not included. Based on this investigation the complaint is related to a corrective action, further investigation into the reported failure is being conducted to determine if additional actions are required. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, it was noticed that, during registration, it was not required to manually define the rotational axis despite the varus deformity being 8 degrees (>7 varus). The surgery was completed, without any delay, with the same reported device. The pca was used and the surgeon added additional rotation once on the planning screen. The surgeon is satisfied with the surgical outcome, the patient is in post-op recovery. No injuries were reported.